Event description:
User experiencing problems with sodium assay since late 2007. On eight days later had seven pt samples with discrepant results. Same samples used for repeat testing on another analyzer - same methodology. Sample 1, initial result gave 131 mmol/l; repeat gave 138 mmol/l. Sample 2, initial result gave 133 mmol/l; repeat gave 139 mmol/l. Sample 3, initial result gave 133 mmol/l; repeat gave 141 mmol/l. Sample 4, initial result gave 131 mmol/l; repeat gave 139 mmol/l. Sample 5, initial result gave 134 mmol/l; repeat gave 143 mmol/l. Sample 6, initial result gave 131 mmol/l; repeat gave 139 mmol/l. Sample 7, initial result gave 132 mmol/l; repeat gave 139 mmol/l. Sample 8, initial result gave 130 mmol/l; repeat gave 137 mmol/l. Erroneous results were not reported. The field service rep found ise 1 defective, and replaced the ise assembly. Performance tests were performed which were within specification.